Event description:
The customer reported that they received an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (probnp). The sample initially resulted as >35000 pg/ml. The sample was repeated with a 1:10 dilution, resulting as < 50 pg/ml. It was determined that the 1:10 dilution was performed with diluent that had been on board the analyzer since october 2014. The diluent was, therefore, used past the stability period documented in labeling. It was asked, but it is not known if the < 50 pg/ml value was reported outside of the laboratory. The diluent was replaced with fresh diluent and the sample was repeated with a 1:2 dilution, resulting as 56000 pg/ml. The 56000 pg/ml value was reported outside of the laboratory. The sample was repeated again using the old diluent. When diluted x5 and x10 with this diluent, the sample resulted as "about 50000" pg/ml each time. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The probnp reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. It was noted that in addition to the diluent being used past the stability period, an improper dilution ratio was used for initial dilution of the sample. Additional information required for investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).